Event description:
It was reported that during preparation for an esophageal dilation procedure, the device appeared bent. A cre 18-20mm 8cm f/g balloon had been selected to treat an unspecified esophageal stricture. When the device packaging was opened, it was noticed that there appeared to be a "bend" on the device. The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".